Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level of 30 mg/dl, after accidentally taking 20 units of insulin instead of the 4 units that their doctor instructed them to take. Family members gave the customer (B)(6) and candy, which was later followed by intravenous (IV) treatment given by paramedics on the way to the hospital. The customer was hospitalized and released approximately 3 hours later. As a result of this event, the customer indicated that they will be meeting with their healthcare provider (hcp) to discuss diabetes management and their clinical diabetes specialist (cds) for additional training.